Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) temperature was too high and needs to be restarted. No patient casualties

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions e1 event site full name: (B)(6).

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was repaired on site and it was found that the negative pressure filter of the balloon counter pulsation pump was clogged with excessive dust. The fse removed the original filter, cleaned the dust from the filter and then put it back and start the machine would work normally.

Event description:
N/a.